Event description:
It was reported that the device collected diagnostic data one year prior to the actual implant date. It was also reported that the device had incorrect implant date listed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis review found no anomalies. Save to disk indicates device implant date of (B)(6) 2011. No issues found.